Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation olympus could not presume the cause of occurrence of the indicated phenomenon olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the evis exera iii video system center showed no image when using with pcf-q180al evis exera ii colonovideoscope. Through troubleshooting, it was suggested to take the scope to another cv-190 / clv-190 tower and no image issues occurred, the customer explained that they did use a different maj-1430 when testing on the other tower, it was suggested to swap the maj-1430, and the customer would call back at a later time with the results. Attempts to reach the customer for follow up resulted in an email reply from the customer stating that "everything is fine. The gi lab tech was doing something wrong with the scope. The gi lab tech figured it out before the troubleshooting continued". The customer did not provide specific resolution information in the email reply. The issue was resolved, and therefore the device is not expected to be returned. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center shows no image when using with pcf-q180al (evis exera ii colonovideoscope). There were no reports of patient harm.